Event description:
Customer received aviva system readings of 256 mg/dl at 9:19pm, 225 mg/dl at 9:16pm, and 61 mg/dl at 9:07pm. Customer could not speak and speech was slurred. Family members called 911. Emts arrived at 9:50pm and received the result of 24 mg/dl at 10:00pm. Customer had symptoms of hypoglycemia and was not able to self treat. Emt gave IV of glucose to customer at home. Customer took insulin prior to event but unable to determine when and what type was taken- customer does not remember. Customer was conscious. Customer was not admitted to hospital. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.